Manufacturer narrative:
Plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.

Manufacturer narrative:
The complaint is confirmed. The actual dialyzer was returned to the manufacturer for evaluation without the prepackaging pouch and was returned with fmcna-ogden adapter and blood port caps. The fibers were wet with indication of blood contamination. Coagulated blood was noted at both compartments and between the cavity ID end and non-cavity ID end screw flanges and the dialyzer housing threads. Gross visual examination revealed two thin pieces of debris (pe/pu silver) situated between the potting cut surface and the o-ring of the cavity ID end. The debris caused a channel in the sealing surface and into the polycarbonate threads. The dialyzer was subjected to a laboratory external leak test where the dialyzer was submerged in water and pressurized incrementally to 15psi. No leak was detected due to the coagulated blood noted between the screw flange and the dialyzer housing threads. An investigation of the device manufacturing records was also conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A hemodialysis user facility reported during treatment an external blood leak occurred. The leak was visually observed leaking from the dialyzer. Test strips were used to confirm. Estimated blood loss was 300cc. The patient had no adverse effects and no medical intervention was required. The patient completed treatment with a new setup. Sample is available for manufacturer evaluation and has been requested.